Event description:
It was reported that the customer had high blood glucose levels of 167 mg/dl. The customer reported a failed battery test on the insulin pump. Troubleshooting was done. The customer replaced the battery of the insulin pump with a new aaa alkaline battery. It was reported that the customer did not clear the failed battery test alarm before putting in the new battery. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).